Manufacturer narrative:
Device unique identifier (UDI)# (B)(4). Approximate age of device: 1 year, 8 months. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is...

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the clinic and when put on the power module experienced subsequent low speed advisory and pump off alarms. The patient was then placed on an ungrounded cable to interrogate and the history did not show any further pump stops. The patient stated that he only uses batteries at home. The patient was admitted. X-rays were provided to the manufacturer for review. On (B)(6) 2016, a driveline distal end replacement was performed. No alarms were noted after the repair.

Manufacturer narrative:
The report of low speed alarms and pump stoppage events was confirmed based on the evaluation of the submitted log file; however, a specific cause for the atypical events could not be conclusively determined through this evaluation. A distal end percutaneous lead replacement was performed and approximately 15 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. Some breakdown of the metal braided shield was observed along the length of the driveline segment, which appeared consistent with over 1.5 years of use. Visual inspection of the underlying wires under a microscope revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was suspended in a saline bath for high potential testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The evaluation of the returned driveline segment did not identify an issue that would have contributed to the report of low speed alarms and pump stoppage events captured in the log file. The log file data showed normal pump operation with stable parameters while the system was operating on 14 volt lithium-ion batteries. The patient remains ongoing on pump support and no additional events have been reported at this time. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.